Event description:
The head of the handpiece overheated abnormally during a crown preparation procedure and the patient received a second degree burn to the inside of their cheek removing a layer of tissue. The patient was treated at the time of the injury and has healed normally without need for additional medical treatment.